Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "sensor ended" message on the days of applying the adc freestyle libre sensor and was unable to obtain scan readings. Customer self treated with 20 units of insulin and subsequently experienced sweating and a loss of consciousness and was treated with glucose injection by healthcare provider. There was no report of death or permanent injury associated with this event.